Event description:
The doctor claims that after the fabric was implanted, it leaked blood (additional information being sought at this time). The device was left in. The patient's condition was fine. The procedure outcome was fine. There was no injury to the patient reported.

Event description:
It appears, at this time, that no further info is attainable.